Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed incoming testing and displayed a service code 204. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, the ECG a dome was dented. The root cause for the open wire and dented dome was excessive force. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204, belt/monitor unusable) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment. Device manufacturer date: monitor: 08/12/2015, electrode belt: 03/16/2016.

Event description:
A us distributor reported that a patient had a damaged monitor case and was receiving service code 204 messages (belt/monitor unusable).